Event description:
It was reported that during a lap cholecystectomy procedure, clip applier did not work, the clips scissored, completed case with another endo clip. No pt consequence. One device returning.